Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was over 400 mg/dl, 398 mg/dl, 109 mg/dl, 219 mg/dl, 354 mg/dl, 310 mg/dl, 472 mg/dl, 522 mg/dl and 184 mg/dl. The customer¿s blood glucose level was 354 mg/dl at the time of the incident and current blood glucose was 71 mg/dl. The customer was treated with manual injection and pump. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to call when tubing clamp received to perform high pressure test to confirm pump can detect an occlusion. The insulin pump will not be returned for analysis.